Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue where the r-wave amplitude was consistently below 5 mv. Analysis of the device memory indicated right ventricular (rv) undersensing due to small r-wave amplitudes observed in the stored electrograms (egm).

Event description:
It was reported that during a device replacement procedure, it was noticed that the right ventricular (rv) lead exhibited oversensing and undersensing with very low but stable r-wave values. The rv lead was replaced and partially explanted with the proximal part of the lead cut off and the remaining abandoned in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.